Event description:
Atrial lead issue. ¿at/af (atrial tachycardia/atrial fibrillation) episodes on counters. Most recent prior to last device check on (B)(6) 2024. Far field r-wave oversensing noted on the presenting egm (electrogram) vs an atrial arrhythmia falling below detection. No atrial egm¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).